Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot/serial#(B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that reason for the removal was the patient no longer needed the device. Cause of the lead break was unknown. No further action will be taken to resolve this issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: va1avkm); product type: 0200-lead; implant date (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the healthcare provider (hcp) removed the lead and the lead broke; the tines and electrodes were left in the patient's body and this was confirmed on x- ray. The rep asked about lead fragment guidelines. MRI guidelines were reviewed with the rep. The lead was marked as 'left in', but the ins was removed.